Event description:
The customer stated that she was hospitalized with a low blood glucose of 42 mg/dl. The customer had received a replacement insulin pump, and programmed the wrong basal rates, causing her blood glucose to drop. The customer stated that she had a seizure, and fell to the floor. The customer needed assistance programming the correct information into the device, but she did not know what her active insulin amount was. Advised the customer to get the settings from her hcp, and call back for assistance with the programming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.